Event description:
Medtronic cardiovascular received information through a legal representation, alleging an octopus device malfunctioned and destabilized, causing erosion into the patient's right ventricle. This was alleged to cause serious complications resulting in the patient's death.

Manufacturer narrative:
The model and serial number of the device was not provided, and no product is expected to be returned. Device history review and analysis can not be performed. Results: device history review and analysis cannot be performed. Conclusion: cause of event cannot be determined. No product was returned for analysis. Conclusion: the cause of this event could not be determined with the limited information available. Additional information has been requested. Upon receipt, this event will be updated and a supplemental report filed.